Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Sample handling recommendations were clarified with the customer as it was possible that the elevated architect anti-hbs results for this patient are due to reagent integrity issues or instrumentation issues at time of testing as retest of the patient on the same platform at another hospital returned the expected lower anti-hbs result. Erratic results may also occur as a result of sample integrity or instrumentation issues. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hbsab list 7c18 that has a similar product distributed in the us, ausab list number 1l82.

Event description:
The customer observed a (B)(6) result for one patient on the architect i2000sr analyzer. The following data was provided: initial (B)(6), repeat (B)(6). Per the pi, (B)(6) concentration greater than or equal to 10 miu/ml is regarded as being protective against (B)(6) infection. There was no impact to patient management reported.